Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
An aneurx and endurant stent graft system were implanted in a patient for the endovascular treatment of a 5.6 cm abdominal aortic aneurysm. It was reported that there appeared to be a type iii separation endoleak between the original aneurx main body and the 32 mm endurant cuff. A 36 mm endurant aui was implanted and extended. A fem-fem bypass was also performed. This resolved the event. The physician stated that the cause of the event was related to patient anatomy; specifically a remodeling of the aorta which contributed to the separation. No additional clinical sequelae were reported and the patient is fine.

Manufacturer narrative:
Corrected information: sex, date of birth. If information is provided in the future, a supplemental report will be issued.